Event description:
A male pt underwent a therapeutic ercp with placement of a metal stent to treat a ced stricture. The clinician reported difficulty advancing the rx mallstent biliary endoprosthesis over the a navy olympus 0.035 guidewire. As the dr and nurses attempted to push the delivery catheter into the working channel, the decision to change the guidewire was made. Upon removal attempt of the guirewire, a portion of the proximal tip of the guidewire broke and successfully completed with use of another of the same device (rx wallstent bilary inedoprosthesis). The pt is reported as recovering after successful stent placement. There was not reported complications or ill effects sustained as a result of the stent/guidewire fit issue.